Event description:
A customer contacted beckman coulter (bec) reporting low anion gaps on two (2) different patient samples generated on the olympus au681-02e (au680) clinical chemistry analyzer (210v). The customer indicated that the anion gaps were yielding negative values. The instrument also recovered intermittently erratic results for sodium (na) and chloride (cl) on the two (2) patient samples. The results provided by the customer are shown in of this report. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. The customer stated that all ise calibrations and quality control (qc) recovery were acceptable prior to and after the event. A bec field service engineer (fse) was dispatched for this event. The fse evaluated the ise system for the intermittent erratic na and cl recovery. The fse cleaned and reconditioned the flow cell, replaced the ise reference valve, and replaced the chloride electrode. System was primed, recalibrated, and qc performed. System performance was returned to specifications and system validation is documented in the customer's qc records. No further issues have been reported. Failure mode is attributed to the ise reference valve and chloride electrode. Replacement of these hardware parts resolved the issues.